Event description:
The customer reported that following a cardiac catherization procedure in 2002, an attempt was made to deploy a vasoseal es. When the operator placed the tissue dilator over the locator, the locator slipped out of the artery. It was noted that the j segment of the locator had broken off. Despite the problem experienced, vasoseal es was deployed. Immediate hemostasis was achieved and the patient was stable. An x-ray of the right groin revealed that the j segment remained in the area of a previous by-pass operation in 1999. No patient complications or additional information was reported.